Event description:
During an ees redress inspection, several packages were found to have holes. Thirty pieces were returned.

Manufacturer narrative:
(B) (4). (B) (4). External cause. Eval summary: all packages were numbered 1-30. Hole in tyvek and film#1- 10 mm length, hole in tyvek/film #2- 2 mm length. Hole in tyvek and film - 8 mm length. Hole in tyvek and film - 8 mm length. Hole in tyvek and film - 7 mm length. Thin spot in tyvek 5 mm length, not resulting in sterility breach. Hole in tyvek and film - 5 mm length. No defects. No defects. Package has a scrape not resulting in sterility breach. No defects. Package has a scrape not resulting in sterility breach. Hole in film, going partially through tyvek - 5 mm length. Small hole in tyvek. No defects. Small hole in tyvek. No defects. Hole in tyvek and film - 4 mm length. No defects. No defects. Hole in tyvek and film - 9 mm length. No defects. Impact markings were visible in the carton lid that matched the outline of the damage to the packages. The tyvek/film damage lines up with the threaded port of the device. Machine log books and fish books were checked as well as a review of the machine and the process. It was concluded that the damage is not attributable to the packaging process and was probably caused by heavy impact or compression.